Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was after MRI they lost all programming. The clinical diagnosis was not applicable. The outcome was resolved without sequelae. Interventions included reprogramming. The event resulted in an unscheduled clinic or office visit. The device was interrogated and the programs were all gone. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The patient came in for a follow up and had an MRI but the hcp did not know when no information and why anyway. The stimulator was interrogated and all the programs were gone.